Manufacturer narrative:
Summary of analysis: a cut made with a sharp instrument penetrated the outer polyurethane insulation and allowed the ingress of blood into the lumen of the lead.

Event description:
The reporter indicated blood inside the lead insulation. The device was not implanted. Dob 12/29/1896.